Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 6.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 8mm proximal of the proximal markerband and extending approximately 38mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non tortuous and non calcified vessel in the forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the third inflation at 20-22 atmospheres for few seconds, the balloon burst. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non tortuous and non calcified vessel in the forearm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the third inflation at 20-22 atmospheres for few seconds, the balloon burst. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.